Manufacturer narrative:
(B)(4). Medical product- twist off screw 11mm catalog#: p2811 lot:# unk, twist off screw 11mm catalog#: p2811 lot:# unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03494, 0001825034-2018-03496. Device was discarded.

Event description:
It was reported that during a bilateral bunion and second toe correction procedure, using 3 different twist off screws, he noticed that none "twisted off" as they were supposed to following implantation. As a result, all three zimmer biomet screws were removed and the surgery was successfully completed with competitor product. No further patient consequences resulted.